Event description:
Customer called to report a blood leak at the system pressure membrane during purge air phase. Customer stated there were no alarms during prime. System pressure alarm occurred during treatment, customer reset the alarm, and then blood was noted around the system pressure membrane. Treatment was aborted. Pt was stable. Product will not be returned. Service order (B)(4) was dispatched.

Manufacturer narrative:
A review of lot c337 was performed and there were no non-conformances associated with this lot. This lot met release requirements. A review of lot c337 shows no trends. A review of the complaint categories shows no trend for pressure dome membrane leak or alarm #18: system pressure. At the time of the investigation, no trend was detected for pressure dome membrane leak or alarm #18: system pressure. CAPA's (B)(4) and (B)(4) were initiated for complaint category pressure dome membrane leak. Alarm #18: system pressure was investigated through CAPA (B)(4). CAPA (B)(4) was closed as effective. Service order (B)(4): technician performed checkout. Technician removed pump heads and re-lubricated after cleaning, calibrated press trans and calibrated load cells. Instrument tested and no errors were found. The product was not returned for further analysis; therefore. It could not be determined if the product met specs. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. No further action is required at this time. (B)(4).